Manufacturer narrative:
Sc-2352 (sn (B)(4)) device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 5 cables were fractured at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The fractured cables resulted in the reported high impedance complaint. No cables are exposed at the fracture site. Sc-2352-50 (sn (B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient was having intermittent stimulation. The stimulator was evaluated and it was believed that there was something wrong with the contacts or there was a fracture in the lead. Imaging revealed a kink in one of the leads. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having intermittent stimulation. The stimulator was evaluated and it was believed that there was something wrong with the contacts or there was a fracture in the lead. Imaging revealed a kink in one of the leads. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing left-sided weakness. Imaging revealed a kink in one of the leads. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Additional information was received that the patient underwent a lead replacement procedure and did well postoperatively. The patient¿s lead had high impedance, and the physician suspected device malfunction with the lead.